Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 failed, which located on 1south. The customer attempted to recover storage space, but the issue persisted. As per part investigation, it was determined that there was faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with associated thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Work order (B)(4) aux 2 drawer 2 failed. Case (B)(4) failed aux 2, drawer 6 / failed to stay closed. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 31-dec-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of aux drawer 5 fails frequently was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that drawer 5 was not detecting closed status. The insep had lost its magnet, so the fse replaced insep and drawer detected closed properly. The customer was able to successfully invent the medication in the storage space. During preventive maintenance the fse found friction-based damage to the bus cable while inspecting and replaced the cable to prevent future issues. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks which is indicative of thermal damage no other issues were observed during visual inspection. During dchu testing: pn 121085-01: no dchu testing was required due to the exposed cooper strands with associated thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with associated thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the drawer functionality.